Event description:
Seizure and stroke following phase I trial - lead placement - of medtronic dorsal column stimulator. Neurosurgeon tore meninges during lead placement, requiring a blood patch. Pt had observed static seizure durng recovery, became hypertensive and was sedated and intubated. Later MRI and CT showed pneumocephalus, hippocampal ischemia, cerebellar stroke, and occipital stroke. Pt left with partial retrograde and complete anterograde amnesia, ataxia, and visual field deficit. Dorsal column stimulator removed.